Event description:
The customer reported via phone call that she changed the set and insulin continued to drip during prime after letting go of the act button. Customer was disconnected during prime. No compromised force sensor system alarm found in the alarm history. Customer does not always allow vial to dry, not always removing the reservoir from an upright position off the insulin vial. Customer stated the drive support cap has an orange dot but it appears normal. Customer stated that the issue has occurred about 3 times since march. She was instructed to attach a new infusion set and reservoir and restart the priming process. Customer stated insulin did not continue to drip after letting go of the act button, motor slowed down and numbers ramped up on the screen. She was advised that issue was resolved by the set change. Customer's current blood glucose is 151 mg/dl. She was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.